Event description:
It was reported that the patient experienced a frequent charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.